Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump function properly during unexpected restart test and self test, no alarms noted during testing. The device had cracked reservoir tube lip.

Event description:
It was reported the customer received an unexpected restart alarm. The customer stated the alarm occurred after a battery change. The customer's blood glucose was 10 mmol/l. The customer reported their temp basal was not programmed before the alarm occurred. Customer also reported receiving several signal too low alarm. The customer was advised their insulin pump needed to be replaced. No additional information provided.